Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient requested to return the ilet due to poor glycemic control with fluctuating blood glucose, including prolonged hyperglycemia for several hours followed by hypoglycemia that was treated with oral glucose per the 15/15 rule, after which blood glucose rose to a high level; the device was subsequently returned. Symptoms included hypoglycemia with a reported nadir of 40 mg/dl with sweating, dizziness and shakiness and hyperglycemia up to 220 mg/dl with thirst, headache and agitation. Outcomes included no hospitalization and no reported injury. Investigation included review of user report and event details. Investigation of this case revealed that the pattern was consistent with cause-unclear hypoglycemia in the context of corrections and subsequent carbohydrate treatment, without evidence of device malfunction identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.